Event description:
There was a hole in the peristaltic pump tubing on a beckman coulter unicel dxi 800 that was causing falsely elevated troponin levels for multiple patients. No errors or flags were given on the instrument to alert the lab technicians to the problem. The results were auto-filed, and based on the falsely elevated troponin levels, two patients were admitted to the coronary care unit and scheduled for cardiac cath procedures the next day. One patient had a hip surgery delayed, and the other had their discharge delayed. Beckman coulter has found that a defective pump is the problem and is causing the tubing failures. This defective pump affected at least one of the wash cycles causing the elevated troponin levels. This report is similar to another report submitted earlier this year on the same analyzer. There was a defined period in which these pumps were manufactured that where the bearings that roll the tubing were tipped slightly, causing friction or wear on the tubing.